Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-may-2026, it was reported by a distributor via email that an ar-3740sp double loaded knotless fibertak anchor pulled out despite all steps being followed. The issue was discovered during a procedure on (B)(6) 2026. Additional information was received on 14-may-2026: this occurred during a let procedure. The anchor pulled out of the bone. The procedure was completed using an ar-2324kbcc biocomposite knotless swivelock anchor. The case was delayed by approximately five minutes, and no additional anesthesia was administered.